Manufacturer narrative:
Insulin pump received with scratches on lcd display window noted. The test reservoir was able to lock in place. Pump received with no button response due to moisture damage to keypad traces noted. Unable to verify failed battery test and unexpected restart error system. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had scratched on the screen. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that insulin pump was rejected new battery and changed every three days. The device will not be returned for analysis.